Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/10/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Anticoagulant during the procedure with activated clotting time maintained in the 400 + range, with the high act of 488 seconds and the last act of approximately 387. There is no information regarding shaft proximity interference value. The thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There is no information regarding if the carto 3 system indicated to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17673759l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: st. Jude medical brk-1 xs transseptal needle, st. Jude medical swartz short sheath 8.5 french, st. Jude medical slt sheath 8.5 french. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that an (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis, protamine, fluid resuscitation, and extended hospitalization. Toward the end of the procedure, the patient became hypotensive and a tamponade was detected via intracardiac echocardiogram (ice) and confirmed via transesophageal echocardiogram (tee). Pericardiocentesis yielded 320ml. Protamine was administered for heparin reversal. Fluid resuscitation was in progress at the time of complaint report. Patient was transferred to the intensive care unit for monitoring. Patient required extended hospitalization as a result of the adverse event. Patient outcome was improved. Patient was in atrial fibrillation during the procedure. There were no factors cited that may have contributed to the adverse event. Medical history includes gastrointestinal bleeding and a cerebrovascular accident. Physician¿s opinion regarding the cause of the adverse event is that it likely occurred during the transseptal phase. It was noted that the physician does not believe a biosense webster inc. Product was responsible for the injury. Transseptal puncture was performed with a st. Jude medical brk-1 xs transseptal needle. Sheaths used included a short sheath 7 french (brand-unspecified), st. Jude medical swartz short sheath 8.5 french, and a st. Jude medical slt sheath 8.5 french. Generator parameters, generator settings, power titration, and overall ablation time at the site of injury were not reported, as there was no ablation at the site of injury. There is no information regarding irrigated catheter flow setting. Patient received.

Manufacturer narrative:
(B)(4). It was reported that an (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional sf catheter. Toward the end of the procedure, the patient became hypotensive and a tamponade was detected via intracardiac echocardiogram (ice) and confirmed via transesophageal echocardiogram (tee). Pericardiocentesis yielded 320 ml. Protamine was administered for heparin reversal. Fluid resuscitation was in progress at the time of complaint report. Patient was transferred to the intensive care unit for monitoring. Patient required extended hospitalization as a result of the adverse event. Patient outcome was improved. Patient was in atrial fibrillation during the procedure. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.